Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the perforation, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, pelvic pain and perforation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), abdominal distension ("bloating"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), cystitis ("bladder infection") and furuncle ("boils"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the perforation, pelvic pain, abdominal distension, abdominal pain, dysmenorrhoea, vaginal infection, urinary tract infection, cystitis and furuncle outcome was unknown. The reporter considered abdominal distension, abdominal pain, cystitis, dysmenorrhoea, furuncle, pelvic pain, perforation, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted - patient undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: abdominal pain, dysmenorrhea (cramping), vaginal infection, urinary tract infection, bladder infection and boils were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed. At the time of the report, the perforation, pelvic pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.